Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
This is the second of two devices used in this procedure. Refer to bsc MDR 3005099803-2009-04196 for a description of the first device. It was reported to boston scientific corporation that a navigator ureteral access sheath was used for a transurethral ureterolithotripsy (tul) procedure. According to the complainant, during the procedure resistance was felt when attempting to open and close the basket prior to stone retrieval. After capturing the stone, the retrieval basket would not open or retract into the access sheath because "the stone was large" and held "by force." The access sheath and the retrieval basket containing the stone were removed from the patient as a system. A guidewire was inserted and a stent was placed to complete the procedure. The patient's ureter was reported to be torn at the conclusion of the procedure, requiring no additional intervention. The physician commented the ureter damage occurred due to the basket being removed from the body by force, and doesn't believe the basket defect is related to the ureter damage. There are no problems reported concerning the patient's current condition.